Event description:
It was reported that the insulin pump alarmed button error. The caller stated that they tried taking the batteries out and putting them back in, even changing the batteries, but the alarm persisted. The customer's blood glucose was 340 mg/dl, which was treated. The caller stated that the reason for the high blood glucose was being disconnected from the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with unresponsive esc button due to corroded keypad traces. No button error alarms noted. Unable to perform prime test or displacement test due to button anomaly. The insulin pump received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.